Event description:
This is a periodical follow up report related to previously submitted FDA medsun report regarding american nitrile nitrile examination glove failures. Between (B)(6) 2026, there were 125 total reports of glove failures experienced across 29 facilities and 14 [redacted] networks. The reports of glove failures included reports for opportunity pro, opportunity flex, and goodworks performance pro brands. An estimated at least 960 nitrile examination gloves failed in this time period. Types of issues/failures included: tears/rips, gloves stuck together, missing parts of gloves, foreign substances (dirt/mold), inconsistent glove thickness, size too small, size too large, and other issues.